Event description:
It was reported that the new backup system controller was saying to replace the internal battery. This was the second system controller recently that had this issue.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.